Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. At the start of the procedure, the physician noticed a fluid leak. The physician continued with the procedure; however, another leak was noticed after 7 minutes. The fluid loss resulted in a vaginal burn. The burn was treated with silvadene cream and the patient condition was reported as "fine". The procedure was cancelled due to this event, and the physician reported that the patient would be returning for follow up.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. However, based on the event, the most probable root cause is user error. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.